Event description:
While being used during orthognathic surgical procedure microdrill stopped functioning normally. Control unit displayed error code 00001000. Efforts to resolve problem, including using different power cord, failed to clear the error message and a different drill was brought to the field. Error code appeared after drill bit being used during procedure fractured. Manufacturer response for stryker core 2 tpx microdrill, core 2 tpx microdrill (per site reporter). Drill was replaced by stryker representative.